Event description:
(B)(6) / (B)(6) pharmacy. The cgm failed. It said sensor error replace sensor. (B)(6) tells me if this happens, I should contact abbott because it's their product that is failing and they need to replace it. I contacted abbott but they did not replace the product. / upc: 00357599844011 (abbott diabetes care, inc.).